Manufacturer narrative:
G4: 01sep2020, b4: 01sep2020. The customer was sent a touchscreen to address the reported issue. The unit was replaced to address the reported issue and the return to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 03aug2020; b4: 29sep2020. The customer's specialist medical engineer reported that the issue occurred while being used by critical care staff, but was unaware of the exact situation. No additional information was provided regarding patient involvement or patient impact. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14aug2020.

Event description:
It was reported that the ventilators touchscreen was intermittently losing calibration, particularly when the casing around the touch screen was pressed. Reportedly, the customer's biomedical engineer would calibrated the touchscreen three times and soak tested, each time it drifted off about an inch. In addition, the casing of the ventilator had cracks. There was no patient involvement. The customer troubleshot with technical support and was sent a touchscreen and real bezel to address the reported issue.